Event description:
A report was received that the patient underwent a pocket revision due to frequent ipg charging. A database analysis indicated no signs of premature battery depletion and an x-ray showed that ipg had not flipped. The physician relocated the ipg from abdomen to buttock and extensions were implanted. The patient was re-educated on proper charging techniques and is reportedly doing well following the procedure.